Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital after receiving several inappropriate shocks. Upon interrogation, the device was in backup vvi mode. The device was explanted and replaced and the right ventricular (rv) lead was capped and replaced on (B)(6) 2017. The patient was stable following replacement procedure. Related manufacturer report number: 2938836-2017-29908.